Manufacturer narrative:
Provided patient was 8 weeks post op. To date, the intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient is suffering from halos and glare following implantation of the intraocular lens (iol). The doctor is considering explant of the lens. Further follow up provided notes patient is 8 weeks post op and no decision has been made regarding explantation of the lens as yet. No further information has been provided.